Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. The unit was monitored and no blank display anomaly noted. No damage on the lcd isolation tape observed. The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was unit received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The customer stated that they have replaced the battery and have inserted a new battery, but the display did not return. The customer stated that they had not been able to treat their high blood glucose. At the time of the phone call, the customer's blood glucose was 285 mg/dl. Troubleshooting was performed but the anomaly persisted. Nothing further was reported.